Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of two photos. Visual evaluation of the photos noted that there appeared to have multiple staple lines in tissue. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during an esophagectomy, the tissue became stuck in the reload. To resolve the issue, the surgeon used a clamp to pull the tissue away from the reload. No patient injury or extension in surgical time.